Manufacturer narrative:
(B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: when the "clip did open suddenly", had the clip been placed on the vessel? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the clip formation (unformed, scissored, malformed, clip gap)?

Event description:
It was reported that during venous anastomosis procedure, the clips did damage the vein because it did open suddenly. It was impossible to do the anastomosis at this area so the surgeon had to move the anastomosis to a less anatomic area. A new device was used to complete the procedure without complication reported to date. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the clip formation (unformed, scissored, malformed, clip gap)? The customer said that the clip did close in a biased position; cutting the vein.

Manufacturer narrative:
(B)(4). Batch # p91r02. The analysis results found that the mcm30 device was returned with no damage in the external components. In addition, the tyvek from another device was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 23 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and identified a clearing misfire defect related to the reported incident were found. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.